Event description:
The user intermittently received questionable calcium results for patient samples. Repeat testing was performed on the integra 800 serial number (B)(4). Of the data provided, the results for six patient samples were discrepant. All results are in mg/dl. Patient sample 1 initial result was 10.2, repeat result was 9.3. On (B)(6) 2010, patient sample 2 from a (B)(6) male, initial result was 10.2 and the repeat result was 9.4. On (B)(6) 2010, patient sample 3 initial result was 10.2 and the repeat result was 9.3. On (B)(6) 2010, patient sample 4 from a female born on (B)(6), initial result was 10.2 and the repeat result was 9.3. On (B)(6) 2010, patient sample 5 initial result was 10.2 and the repeat result was 9.4. On (B)(6) 2010, patient sample 6 from a (B)(6) female, initial result was 10.2 and the repeat result was 9.4. The erroneous results were not reported outside the laboratory and the patients were not adversely affected. The calcium reagent lot number was 62802801. The field service representative determined there was a misadjusted sample probe that was misaligned to the cuvette and he realigned it. To verify the analyzer operation, he ran precision testing and the user ran calibration and quality control.